Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown.according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the ercp procedure, there was tremendous amount of resistance felt when passing the cannula. However, the foam insert did not dislodge in the scope of the biopsy channel. The physician used another of the same device to complete the case. There was no adverse outcome for the patient. No patient complications were reported as a result of this event.